Manufacturer narrative:
Additional information: d9, g3, h2, h3. One ampere generator was received for analysis. The device was powered on and booted up successfully. The device was run through a functional test and functioned as anticipated. The log files on the unit from the reported date were reviewed and confirmed instances of impedance out of range errors, however no conclusive abnormalities were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, root cause of the reported impedance issue and subsequent delay could not be determined as the returned generator functioned as anticipated.

Event description:
During a supraventricular tachycardia procedure, high impedance was noted which caused a delay. High impedance was noted on the catheter before rf. When ablation started, a high impedance error occurred. The ablation catheter and grounding pads were exchanged which did not resolved the issue. Additionally, the tactisys to ampere rf cable was replaced but the issue persisted. The ampere generator was replaced to complete the procedure.